Event description:
Alleged master lockout activated and he cannot remove it. The service required led lit and flashes 8 times noting a power supply node. He found the coiled cable was cut and he could see bare wires.

Manufacturer narrative:
Repairs have not been completed.